Event description:
It was reported that the pt underwent an uneventful endometrial ablation in 2006. One month postoperatively the pt was diagnosed with endometritis. The pt was placed on antibiotics as a result.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.